Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. In addition, an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose (bg) was 415 mg/dl at time of alarm. The customer's vision was affected as a result of their bg level. An ophthalmologist addressed the customer's vision issue via an injection.